Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that an infection developed at the patient's ipg site. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue. It was reported that infection has since resolved.

Manufacturer narrative:
Date of event is estimated.